Manufacturer narrative:
(B)(4).

Event description:
It was reported that app crash alert occurred. It was determined that the app crash alert was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.